Manufacturer narrative:
Citation: putrino percutaneous transvenous mitral valve-in-valve implantation using commercially available transcatheter valve. First australian experience. A heart lung circ. 2018 apr;27(4):e42-e45. Doi: 10.1016/j.hlc.2017.11.002. Epub 2017 nov 14. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding first (B)(6) experience in percutaneous transvenous mitral valve-in-valve implantation using commercially available transcatheter valve. All data were collected from a single center. The study population included 2 patients; one patient who was previously implanted with a medtronic mosaic bioprosthesis in atrial and mitral position. Serial numbers were not provided. Medtronic received information that (B)(6) year-old male patient with medical history of atrial fibrillation, severe obstructive lung disease and chronic renal insufficiency underwent aortic valve replacement with a 25 mm mosaic valve and mitral valve replacement with a 31 mm mosaic valve. Eight years post implant, the mitral valve was replaced in a valve-in-valve procedure with non-medtronic valve due to severe prosthetic mitral valve regurgitation. No additional adverse patient effects or product performance issues were reported.